Event description:
It was reported that the tip of the inserter broke during the procedure. No patient complications were reported.

Manufacturer narrative:
The inserter was returned to manufacturer for evaluation. Visual macroscopic exam shows that the upper tab of the inserter is broken. A small notch can be seen at the edge of the surface from where the tab broke. The failure does not appear to lie on fatigue fracture. Excessive torque applied to the instrument may cause this tip to break. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.